Event description:
Spoke with patient whose pump was malfunctioning. Cartridge was properly loaded but would go back to main menu screen. When reloading, medication spilled. Patient was able to successfully load medication in other working pump. Pump was an ms-3, reported product fault did not occur while in use with the patient, malfunction did not cause or contribute to physical or clinical injury, actual device is available for investigation. No other information known. Dose or amount: 45nkm, frequency: continuous, route: sq. Diagnosis or reason for use: pah.